Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 467 mg/dl. Customer had symptom of vomiting, nausea and dehydration. Customer was hospitalized due to diabetic ketoacidosis and dehydration. Customer was hospitalized for four days and was treated with insulin drip, IV and potassium. Customer was not wearing insulin pump for two days prior to hospitalization. Troubleshooting was performed and it was found that customer received a compromised forced sensor alarm during priming. Customer states that insulin pump was dropped or bumped a few times. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 126 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and excessive no delivery test due to prime anomaly. The operating currents are within specifications and passed self-test, a21 error test, displacement test and basic occlusion test. The insulin pump had partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, scratched reservoir tube window and missing the end cap sticker.